Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. The sterile lot records and device history record (DHR) reviews could not be conducted as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
An uneventful novasure endometrial ablation procedure was performed on (B)(6) 2011. On (B)(6) 2011, the patient was seen in the emergency room with pain; however, she was discharged with "no findings." On (B)(6) 2011, she returned with "worsening pelvic pain and fever." She was admitted and treated with intravenous antibiotics; however, on the third day, the fever spiked and a culture revealed group b strep. A hysterectomy was then performed. The fever continued and the patient was diagnosed with an "infectious discitis epidural abscess." An incision and drainage was performed and the patient was discharged (date unknown). Approximately a week later (date unknown), the patient was readmitted with a "fever and pain in the back and legs." A second abscess was noted and another incision and drainage was performed. In addition, the patient had an l-5/s-1 disc fusion procedure (reason unknown). Cultures done on the spine were negative. The patient was then discharged on (B)(6) 2011 and appeared to be "doing better."